Event description:
It was reported when using the pyxis medstation es system prevented user from removing some medications. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the customer environment. A technical support specialist identified that the order messages were sent with invalid medication order ID. The system functioned as intended after the technical support specialist troubleshooted the device.